Manufacturer narrative:
B3. Date of event was unknown, hence captured as first day of ICU aware month. The suspect pump was returned for evaluation, and the event history log (ehl) was reviewed. Upon visual and functional inspection, a downstream occlusion (dso) seal bubble was identified. The complainant¿s allegation was confirmed, with the root cause determined to be a faulty dso. The issue was resolved by replacing the dso seal. Following the repair, the device successfully passed all functional and delivery tests.

Event description:
During preventive maintenance testing, the device displayed error code 46440. This code indicates a potential issue with the downstream occlusion sensor. It is classified as a high-priority alarm, meaning it will interrupt the infusion process if it occurs during operation.